Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient informed the cca that the alleged product issue occurred at 9:45am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿60 and 430mg/dl¿ with the subject meter within 20 minutes of one another, however the patient noted that they had accidently left the test strip vial open for over an hour which invalidates this inaccuracy comparison. The patient manages their diabetes by self-adjusting their insulin dosage and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported than one minute after the alleged inaccuracy they developed symptoms of ¿indecisiveness, shaking, vomiting, woozy and uneven gait¿; symptoms which they self-treated at 9:48am the same morning with food and/or drink. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was used. However, the test strips had been improperly stored prior to obtaining the alleged inaccurate results. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate erratic results with the subject meter.